Event description:
A malfunction was reported on a customer's pump. There was no reported adverse impact on the customer's blood glucose level. The technical support team provided information on resetting the pump and assisted the customer in doing so. After the reset, the malfunction did not recur, and the customer was instructed to continue using the pump and to call back if the issue reappeared.